Manufacturer narrative:
Concomitant therapies: glucosamine, blood pressure medicine. (B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of swelling, lump, tight/hard, sore and biofilm/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. ¿ there is no available clinical data concerning the tolerance of juvéderm® voluma¿ with lidocaine injection in patients presenting a history of severe and/or multiple allergies. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the allergy, and shall also ensure the specific monitoring of these at-risk patients. In particular, the decision may be taken to propose a skin testing for hypersensitivity or suitable preventive treatment prior to any injection. In case of history of anaphylactic shock, it is recommended not to inject the product. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the cheeks (0.5ml each side following ck codes) with juvéderm® voluma¿ with lidocaine as well as toxin to the upper face. Six weeks later patient was injected to the chin and mid face with 2mls of juvéderm® voluma¿ with lidocaine. Two months later patient was injected to the temple, cheeks, midface, chin, and jawline (following the codes) with 6mls of juvéderm® voluma¿ with lidocaine. Twenty days later patient was injected to the upper face with toxin. A month later patient was injected to the midface, chin, jawline, and behind the mandible with 3mls of juvéderm® voluma¿ with lidocaine. A month later patient was injected to the oral commissures and nasolabial folds with 1ml of juvéderm® volift¿ with lidocaine as well as concomitant injection to the midface and chin with 3ml of juvéderm® voluma¿ with lidocaine. Patient was also started on zo skincare range on this date. Prior to the injections patient was pretreated with lmx4 and after injection the area was massaged. Nineteen days after the last injection patient developed swelling to right lower face and lump to right side above oral commissure, palpable on inside of mouth and on chin, feels watery, no pain, no redness. Over the next week patient¿s swelling got worse and patient took ibuprofen. Swelling is worse in the morning and reduces as day goes on, very tight/hard to touch and sore on both sides of face. Upon review there was no blanching, redness, or warmth to touch and no signs of tissue breakdown. Patient was prescribed prednisolone and clarithromycin to rule out infection. Six days later swelling reduced considerably but not completely. After 7 days there was complete reduction in swelling. A month later patient returned with recurrence of swelling and a very hard lump, palpable on the right inside of mouth. Physician suspects possible biofilm/nodule. Patient was patch tested with hyalase and had no reaction. Four days later hyalase mixed with bacteriodtatic was injected to the nodule. Clarithromycin and moxifloxacin were prescribed as prophylaxis. The next day the nodule had reduced. Treatment was given to prevent infection/swelling that may have caused damage to tissues. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01229 ((B)(4)), MDR ID# 3005113652-2017-01226 ((B)(4)), MDR ID# 3005113652-2017-01227 ((B)(4)), MDR ID# 3005113652-2017-01230 ((B)(4)), MDR ID# 3005113652-2017-01228 ((B)(4)). This MDR is being submitted for juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received from reporting healthcare professional: patient's symptoms have resolved. Healthcare professional further speculated "it may have been just too much product?? May have been compression or biofilm?" And clarifies that "there is nothing there now."